Manufacturer narrative:
(Lot# now provided): product ID 8780, lot# 0207795255; product type catheter product ID 8780, lot# 0207795255; product type catheter.

Event description:
Additional information was received from a consumer via a company representative (rep), regarding a patient receiving intrathecal therapy via an implantable infusion pump. Since the event happened, no further symptoms were reported. It is unknown if the device issue was resolved

Manufacturer narrative:
Concomitant products: product ID: 8780, product type: catheter. Product ID: 8780, product type: catheter. (B)(4).

Event description:
A health care professional (hcp) reported via the representative reported that this device system delivered morphine and clonidine. The morphine and clonidine lot numbers and concentrations were not known and could not be obtained. The morphine dose was 8.007 mg/day and the clonidine dose was 0.4448 milligrams (mg) per day. During a "regular fixed" refill appointment, a volume discrepancy was noted. The physician programmer noted the expected reservoir volume (erv) to be 3.1 milliliters (ml) but the physician aspirated approximately 14 ml. When the patient was asked about symptoms, she reported that she needed a higher daily dose of drug because of more pain because she had to take extra oral pain drugs. After the refill procedure, telemetry of the pump was performed to read the logs and no motor stop and nothing else unusual was present. Another refill was planned for (B)(6) 2015 to check for volume discrepancy. It was unknown if the issues was resolved at the time of the initial report and the device system remained implanted .at the time of the report the patient's status was reported as alive-no injury. It was further reported that the refill was performed on (B)(6) 2015. No motor stall was noted since the last refill. The erv was 18.3ml but nearly 20 ml was aspirated. Because of this additional discrepancy, a catheter control and motor control was performed. Via the side port, the physician tried to aspirate fluid out of the catheter with no success as the aspiration was not possible. Then the catheter was flushed with lopamiro, a contrast agent, and the x-ray picture showed that the lopamiro left the catheter at the catheter tip. After the lopamiro was flushed out with nacl to clear the catheter. Because the catheter was flushed with lopamiro, the physician asked the patient, if she felt anything, the "morphium dose," which was expected to be in the catheter. The patient reported no special signs or feelings. Then a 12-minutes bolus was programmed to fill the catheter with medication and the "running" x-ray picture showed that the motor was turning with the start of the bolus. The pump and the catheter were still implanted and remained in use. Additional information was requested to clarify serial/lot of the catheter, resolution and patient status. Should additional information be received a supplemental report will be filed.